Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found needle separated from sensor. Complaint against enlite-serter.

Event description:
Customer reported that the serter was not releasing the sensor. Customer stated that she pushed the button, but nothing happened. Blood glucose level was 133 mg/dl at the time of the call. No further information was provided.